Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). E1: initial reporter state: (B)(4).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately, (B)(6) 2025, the patient experienced a skin infection. Upon sensor removal, the patient developed a localized infection under the sensor adhesive patch, which then spread across the entire arm, resulting in blood pooling under the sensor area. On an unspecified date, the patient was admitted to in-patient hospitalization and received intravenous (IV) therapy for infection management and was discharged home on an unknown date. He underwent ten days of IV antibiotics given across three outpatient visits and later received approximately ten additional days of oral antibiotic treatment, followed by a referral to an infectious disease specialist. At the time of the report, the patient indicated he would rather provide the documents later due to missing information, so dexcom technical support did not continue with further questioning. Additional details such as photos, precise dates, names of facilities, names and dosages of hospitalization and outpatient medications, as well as any diagnostic tests/labs were not included. The patient did confirm that the infection site had already healed after treatments. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.